Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a skin irritation. The patient's wife reported that the garment was causing bleeding from a cut under the back therapy electrodes and bruising on his abdomen. The patient's medical team was reportedly aware of the irritations, but did not provide any medical treatment, as they reported that there was nothing they could do and that it would heal on its own. The medical outcome of the irritations is unknown.